Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the patient was in the MRI, the pilot valve of the tube were affected and started to hover. There was no patient injury/harm.